Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly rebooted during a procedure delaying user access to medication. Customer mentioned the nature of the affected procedure was an endoscopy and gastroscopy. The required medication, propofol, midazolam, fentanyl, ketamine, epinephrine, hyoscine was acquired from a nearby anesthesia station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device unexpectedly rebooted due to a firmware issue. The firmware of the device was updated to resolve, the customer confirmed that there were no more reports of the device rebooting unexpectedly. The system functioned as intended.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, h2, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-oct-2021 to 23-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation es system got rebooted unexpectedly. Proceed to update firmware of device, copied fw components from working devices to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system unexpectedly rebooted during a procedure delaying user access to medication. Customer mentioned the nature of the affected procedure was an endoscopy and gastroscopy. The required medication, propofol, midazolam, fentanyl, ketamine, epinephrine, hyoscine was acquired from a nearby anesthesia station. There were no adverse events or injuries reported based on this event.